Event description:
The parent was skin to skin with the infant, and the infant was noting to be desaturating into low 70's/60's. After suctioning the tube placement was checked and found to be at 5 instead of 6. The hy-tape looked to be split/ripped on the left side and required re-taping.